Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat and unspecified lesion. During preparation of the 4.0x08mm xience alpine stent delivery system (sds), the stent was attempted to be advanced through the .014 guide wire; however, the guide wire was locked with the protective sheath. After several attempts, the guide wire was removed and it was noticed that the hole where the guide wire came out had an irregular appearance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported product quality problem and difficult to remove were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report being filed, it was reported that when attempting to remove the stylet from the sds resistance was noted. The sds was attempted to loaded onto a guidewire; however, due to the irregularity of the guidewire exit notch the sds was not able to loaded onto a guidewire. No additional information was provided.